Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple power source alerts occurred when attempting to charge the pump. There was no reported adverse impact to the customer's blood glucose level. Replacement usb cable was sent to the customer.